Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1094 showed two other similar product complaint(s) from this lot number.

Event description:
On 08 june 2020: it was reported the y point of the griper is defective, which when purging it sells the liquid through the bioconnector of the y point. No other information was provided.